Event description:
It was reported that the patient presented to the clinic for driveline power faults that began on (B)(6) 2026. The patient was outside doing light yard work at the time. There was nothing out of the ordinary for the patient. The patient was recently issued a new system controller, but the modular cable was from 2023. There were no obvious signs of damage to the modular cable. With just unlocking not disconnecting the patient, that there was some dust/debris noted in the connector piece. Log files were provided. It was planned to clear the alarms, replace the modular cable. It advised to the patient to inform the ventricular assist (vad) team if alarms reoccur. It was said the alarms did not reoccur. Photos were provided. The few lines of data post equipment exchange in the log showed no further driveline power faults.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.